Event description:
Boston scientific received information that this right ventricular (rv) lead had been exhibiting an acute rise in shock impedance measurements. Measurements had increased from 73 ohms to 101 ohms. The lead remained in service and no adverse patient effects were reported. Additional information was received eight months after the initial observations noting that a revision procedure was performed and a tear in the rv occurred. The patient required surgery to repair the tear. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
This product issue will be updated when the lead is returned and evaluation is complete.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.